Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 11/04/2015 with the following findings:there was no evidence of a time/date reset occurring observed in the pump's black box history. The pump was powered on to the ¿verify¿ screen where the time and date was manually set. The pump was exercised for 24 hours to charge the bt1. The battery was removed for six hours and the time and date had reset to the manufacturer's default. The pump case was removed and corrosion was found under the bt1.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an issue with the pump's time and date settings. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.